Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. However, device was also received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to verify insulin flow blocked alarm and perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. No missing reservoir retainer ring was found during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call retainer ring anomaly and no delivery alarm on the insulin pump. Troubleshooting was performed. Customer advised the retainer ring was missing however it was able to lock in place. Customer advised they tried all remedies however the no delivery alarm issue remained unresolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.